Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the prolonged care? Please specify what is meant by ¿misfired¿? Was anything unusual noted when firing the device? Any noises? How far did the cut line extend? Was the staple and cut line equal in length? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy and bowel resection the surgeon was completing a bowel re-anastomosis and the stapler mis-fired. It did not fire all of the staples to the end of the cartridge. This was the 5th firing of the stapler. The first was the original load that comes with the handles and then the malfunction occurred on the 4th re-load. Unsure if it was an issue with the handle or the re-load. The surgeon then had to re-do the anastomosis further along the bowel and resect the portion that had the incomplete staple line. The surgeon had to move the anastomosis further along the bowel and resect the portion that had the incomplete staple line. A new stapler and reload cartridge were used to complete the operation.